Event description:
In 2008, abbott point of care was contacted by a customer who reported that an I-stat cg8+ cartridge yielded a ionized calcium result of 1.0 mmol/l, sample drawn at 06:12. A sample, drawn at 06:19, tested using a laboratory system yielded a result of 1.29 mmol/l. Customer states other I-stat and laboratory results correlate.